Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record / device history record and exception review were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery. The lesion was serially predilated with a 1.5x12mm and 2.0x12mm mini trek balloon catheters at 8 atmospheres. The 2.75x33mm xience alpine stent was deployed at 10 atmospheres; however, while removing the stent delivery system check shot revealed a dissection at the distal end. The dissection was covered with a 2.5x23mm xience alpine and good timi iii flow without any residual stenosis was noted. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.